Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed, that the embolization coil was intact with the pusher assembly. Further evaluation revealed, that the pet lock was intact on the proximal end of the pusher assembly. This indicates that there was no proper attempt made to detach the embolization coil. If the pusher assembly is not properly inserted into the handle, prior to a detachment attempt, the pet lock will not separate, the pull wire will not retract, and the embolization coil will not detach. Further evaluation revealed, that the ruby coil lp was returned loaded backwards into its introducer sheath. And the pusher assembly had bends and kinks. This damage was likely incidental to the reported complaint. During functional testing, the ruby coil lp was properly re-sheathed into its introducer sheath. Subsequently, the ruby coil lp was advanced through the introducer sheath without an issue. And then was detached using a demonstration handle without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coil lps, and a lp system detachment handle (lp handle), a non-penumbra microcatheter and a guidewire. During the procedure, the physician advanced a ruby coil lp to the target vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. The procedure was completed using three new ruby coil lps, the same lp handle and the same microcatheter. There was no report of an adverse effect to the patient.